Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose of 2.3 mmol/l and insulin pump was over delivery. Customer¿s current blood glucose is 3.7 mmol/l. Customer¿s blood glucose level was 3.2 to 3.5 mmol/l at the time of incident. The customer treated with the food and glucose tablets. Troubleshooting was done for low blood glucose and over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege insulin pump was over delivering. The reservoir will not be returned for analysis.